Event description:
Symptoms started in 2010 with joint pain, headaches and anxiety. New symptoms added and increased over next 12 years. Symptoms at time of explant included capsular contracture, swollen lymph nodes, arthritis, depression, anxiety, brain fog, fatigue, memory issues, trouble concentrating, issues falling and staying asleep, sensitivity to light and sound, cold hands, feet and tip of nose, irregular periods, ringing in ears, gastrointestinal issues, low libido, sensitivity to heat and cold, easy brushing and slow healing. Most resolved since explant.